Event description:
Patient underwent an elective laparoscopic cholecystectomy (lap chole) by general surgeon. The surgeon elected to use the megadyne l-hook for cautery during the procedure. The surgery went without incident, but after the procedure while the patient was still in the room, the insulation at the terminating end of the l-hook continued burning to the point of burning off completely. The surgical site was not contaminated. Cautery settings at the time were cut-35 and coag-35.